Event description:
The customer reported that the system continued to emit fluoroscopy after releasing the switch. The fse determined that the system locked up and no unintended dose was emitted. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray switch, generator, interface board, power supply, and the emergency stop switch were replaced during the service call. The system was tested, found to be working as intended and returned to service.